Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The care giver stated they disconnected the home patient and setup with the same supplies and went through the prime as normal. The technical service representative informed the care giver that they should have started over with all new supplies due to the risk of infection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reuse of a single use product is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.